Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases flat, white particles and weight to the spec. A visual and microscopic analysis was performed which identified opening puncture. Base on the device analysis the final assessment is: a striated punctured due to surgical damage like consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side capsular contracture baker grade IV. Device was explanted.